Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated while in the box. Six different programmers were used without success. The device was removed from the box but still could not be interrogated. A magnet applied to the device did not generate tones. No patient was involved in this clinical observation.